Manufacturer narrative:
It was reported to abbott, a patient was unable to place their system in MRI mode so they opted to have it removed. The patient stated the therapy never really helped. The system was explanted without any complications. There were no alleged malfunctions of any of the explanted devices. The event information pertaining to this incident has been reviewed and no product investigation will be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related manufacturer reference number:1627487-2023-00011. It was reported the patient experienced inadequate stimulation with their scs system and was unable to set their system to MRI mode. As a result, surgical intervention was undertaken wherein the entire system was explanted.